Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited intermittent loss of capture and pacing impedance measurements of 90 ohms in bipolar mode. Subsequently a revision procedure was performed where the lead was surgically abandoned due to insulation damage resulting from clavicular crush. No adverse patient effects were reported. A portion of the lead was returned over sixteen and a half years later.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the lead was returned severed in three segments. The tip segment was not returned. Visual analysis revealed that there was stretched and deformed coils, tears in the insulation, and laser extraction damage. Detailed analysis was performed which noted the outer insulation was damage at 102 to 137 millimeters (mm) from the proximal end of the third segment. Microscopic analysis indicated the insulation damage was initiated by a localized compressive stress on the tubing surface. Two opposing sides of the lead are abraded through to the anode conductor coils. The anode conductor coils were found to be flattened and the inner insulation was torn and worn. Analysis concluded that the type of damage was likely caused by entrapment in the clavicle first-rib region.